Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. The hcp removed the leads from the battery, wiped, and reinserted into the battery. Impedance were then within normal limits. Pre surgery there were impedances > 10,000 ohms. Post surgery impedances were within normal limits. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that post pocket revision, patient could not feel stimulation after turning it back on a week later. Patient stated she wasn t feeling any stimulation even when turning it up to max amplitude. The manufacturer representative (rep) checked impedances and found that 0-7 and 9-11 are all over impedance. The remaining electrodes stimulated the left abdomen. Subsequently it was reported that the patient had pain at the battery site. An appointment was made with healthcare provider (hcp) for a consult. Per hcp, patient¿s battery site since pocket revision looks ok. The patient complains of the site being sore to touch. Manufacturer representative (rep) checked contacts and on lead 0-7 all contacts are damaged. On lead 8-15 only 8,13,14,15 were usable and patient couldn't get coverage with those contacts. The patient stated she was not sure when or how they were damaged. The patient stated that she had fallen down the stairs a couple of times but she could not remember when. The patient will follow-up with healthcare provider (hcp) about doing a perc lead revision because she does not think she wants a lami. The hcp can move the battery to the right side if the patient feels that would be more comfortable. No further complications were reported/anticipated.